Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Nurse reported leakage occured close to the cannula. No adverse event alleged. No material will be returned.